Manufacturer narrative:
(B)(4). The component was filed as a mechanical walker, rollator, (B)(4). The correct device is a daily activity device, (B)(4).

Event description:
Provider/tbm state right front leg is bent.